Event description:
Three balloons ruptured on the first inflation during a dilatation of an arteriovenous hemodialysis fistula graft. During withdrawal of the third balloon catheter following balloon rupture, the balloon material detached from the catheter shaft. Follow up indicated an introducer sheath was not utilized for balloon exchanges. Retrieval of the balloon material was uneventful. The procedure was successfully completed without complications. To date, the devices have not been received by ths MFR. Therefore, no failure analysis was performed. Balloon rupture or balloon leakage is an anticipated event of percutaneous angioplasty which has been associated with overpressurization or use in a calcified lesion. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. It was also indicated an introducer sheath was not utilized to protect the vessel and product during withdrawal. Co believes the above factors may have contributed to this event and does not attribute it to the devices. However, without evaluating the devices, co is unable to determine the exact cause for this event. Co's directions for use state: "if loss of pressure within the balloon occurs during inflation or if balloon ruptures during dilatation, immediately discontinue the procedure. Deflate the balloon. Do not reinflate and remove carefully. When inserting a catheter through a badly scarred area, use of an introducer sheath is recommended."